Manufacturer narrative:
Unit passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. Customer stated that they were able to clear out the error and rewind the insulin pump but not able to get through priming. Customer stated when priming the insulin pump, it alarmed with motor error. Customer stated drive support cap was normal and they did not report motor position encoder error alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.